Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while changing ilet supplies, disconnected the system, and administered a manual subcutaneous insulin injection of 16 units, after which insulin delivery was resumed following guided troubleshooting and education on proper supply changes and meal announcements. Symptoms included hyperglycemia with reported glucose up to approximately 240 mg/dl for about two hours, without ketone testing and without acute clinical symptoms. Outcomes included self-management at home without medical intervention, with continued use of the device after guidance. Investigation included user interview, troubleshooting, and education regarding supply change procedures and appropriate use of meal announcements. Investigation of this case revealed user difficulty with supply changes and misunderstanding of the dosing algorithm, including use of extra meal announcements for correction. It was concluded that the event was attributable to use error related to device operation and user understanding, with no device malfunction identified.